Manufacturer narrative:
Philips has investigated this complaint. According to the information collected, after the patient was rescanned/reinjected, the in-patient was returned to their room, and the nursing staff was informed and observed the patient. No further clinical information or medical intervention was provided, and several attempts were made to obtain additional clinical/medical information; however, no further information was received. Exposure to extra radiation is not in itself harmful. And a CT rescan would result in negligible harm. A re-injection of contrast was given; however, a re-injection of contrast is at the discretion of the physician. A philips field service engineer (fse) inspected the system onsite and performed a log file analysis. Logfile analysis confirmed the horizontal motor drive had malfunctioned, which caused an intermittent horizontal drive chain part error. Based on the results of the analysis, it was determined that the product had malfunctioned, and the most likely cause of the reported problem was the horizontal motion controller malfunctioned. The customer resolved the issue by replacing the amc controller and has not reported any recurrence of the issue.

Event description:
The customer reported that during a contrast-enhanced scan, an error occurred, causing the scan to fail. The customer then moved the patient to another CT system for a rescan. After reinjecting the patient, the patient reported experiencing heart palpitations and a swollen right leg. Based on the available information, this issue has been determined to be a reportable event.